Manufacturer narrative:
Age, weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+1.5/098 (sphere/cylinder/axis) tore before/during loading. Reportedly, the lens was torn when checked under a microscope before the surgery. This occurred on (B)(6) 2021. There was no patient contact with the lens and there are no plans to implant a replacement lens.